Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump was draining the battery severely. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any related alarms and there was no evidence of excessive battery usage. Investigation did not find any damages to the battery compartment. The returned battery cap was able to tighten properly and the pump powered up with the appropriate audible and vibratory functions. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. The pump casing was opened and no evidence of moisture intrusion or loose components was found in the pump interior. The investigation was unable duplicate the reported battery life issue.